Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not power on. It was reported there was no patient involvement, at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17256.

Manufacturer narrative:
The authorized service provider (asp) went to the customer site and confirmed that the device would not power on. After reconnecting the power cord and turning on the device, the fault remained the same. The device was checked and the battery was disconnected. The device returned to full functionality. In a good faith effort (gfe) response received, the asp stated that the customer stopped using the battery removed and did not replace the battery. The investigation concludes that no further action is required at this time.